Event description:
Pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [driving ability disturbed]. Chronic inflammation in lower tendons related to synvisc injections [tendonitis]. Pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [pain of lower extremities]. Pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [walking difficulty] . Off label use [off label use of device]. Case narrative: this case is linked to case (B)(4) (multiple devices, same patient). Initial information was received from united states on 09-oct-2020 regarding an unsolicited valid serious case from a physician (patient's husband). This case involves a 76 years old female patient who experienced chronic inflammation in lower tendons related to synvisc injections, pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving and off label use, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. Reportedly, the patient was not using synvisc for the first time. The patient had previously used monovisc with a steroid, and supartz in 2018 with no problems, both of which worked well. On (B)(6) 2019, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), solution for injection, once weekly for 3 weeks for right knee pain related to mild arthritis (dose, route and lot - unknown). Information on batch number was requested. Reportedly, the patient received 3 doses of synvisc. On an unknown date in (B)(6) 2019, after unknown latency, off label use (off label use of device) of synvisc was reported (reason not specified). On an unknown date in 2019, after unknown latency, the patient had chronic inflammation in lower tendons related to synvisc injections (tendonitis) and pain which was from lower gluteal down right lower extremity on the lateral aspect (pain in extremity). Reportedly, the pain was debilitating, affected her walking (gait disturbance), sitting in a car, and driving (impaired driving ability, caused disability). He attributed this pain to having started after synvisc injections to right knee. She had two magnetic resonance imaging (MRI's). She was on physical therapy with no improvement. She had seen orthopedists with no improvement. The reporter was asking for any information regarding any similar adverse event reported and was specifically asking if there had been any reports of chronic inflammation in lower tendons related to synvisc injections. Final diagnosis was chronic inflammation in lower tendons related to synvisc injections, pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving and off label use. Action taken: not applicable for off label use; no action taken for rest all events. Corrective treatment: not reported for off label use; physical therapy for rest all events. The patient outcome is reported as not applicable for off label use; not recovered for rest all events. Reporter causality: related for chronic inflammation in lower tendons related to synvisc injections and pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving. A product technical complaint (ptc) with was initiated on 09-oct-2020 for synvisc (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on 13-oct-2020. Follow up information received on 09-oct-2020 from healthcare professional. Global ptc number added. Additional information was received on 13-oct-2020 from other healthcare professional. Ptc results received and processed. Text amended accordingly.

Event description:
Pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [driving ability disturbed], chronic inflammation in lower tendons related to synvisc injections [tendonitis], pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [pain of lower extremities], pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [walking difficulty], off label use [off label use of device]. Case narrative: this case is linked to case (B)(4) (multiple devices, same patient). Initial information was received from united states on 09-oct-2020 regarding an unsolicited valid serious case from a physician (patient's husband). This case involves a (B)(6) years old female patient who experienced chronic inflammation in lower tendons related to synvisc injections, pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving and off label use, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. Reportedly, the patient was not using synvisc for the first time. The patient had previously used monovisc with a steroid, and supartz in 2018 with no problems, both of which worked well. On (B)(6) 2019, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), solution for injection, once weekly for 3 weeks for right knee pain related to mild arthritis (dose, route and lot - unknown). Information on batch number was requested. Reportedly, the patient received 3 doses of synvisc. On an unknown date in (B)(6) 2019, after unknown latency, off label use (off label use of device) of synvisc was reported (reason not specified). On an unknown date in 2019, after unknown latency, the patient had chronic inflammation in lower tendons related to synvisc injections (tendonitis) and pain which was from lower gluteal down right lower extremity on the lateral aspect (pain in extremity). Reportedly, the pain was debilitating, affected her walking (gait disturbance), sitting in a car, and driving (impaired driving ability, caused disability). He attributed this pain to having started after synvisc injections to right knee. She had two magnetic resonance imaging. (MRI's). She was on physical therapy with no improvement. She had seen orthopedists with no improvement. The reporter was asking for any information regarding any similar adverse event reported and was specifically asking if there had been any reports of chronic inflammation in lower tendons related to synvisc injections. Final diagnosis was chronic inflammation in lower tendons related to synvisc injections, pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving and off label use action taken: not applicable for off label use; no action taken for rest all events. Corrective treatment: not reported for off label use; physical therapy for rest all events. The patient outcome is reported as not applicable for off label use; not recovered for rest all events. Reporter causality: related for chronic inflammation in lower tendons related to synvisc injections and pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving. A product technical complaint (ptc) was initiated and results were pending for the same.